Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to recurrent dislocation. The original stem (pyrd0001, lot 026284366) remained in place after revision.